Manufacturer narrative:
Investigation of the reported event is pending.

Event description:
It was reported that approximately 10 minutes into perfusion that the recirculation tubing was noted to be stuck/kinked. The kinking was partially impacting the recirculation flow. Troubleshooting was successful in opening the tubing fully. In addition, the inferior vena cava tubing was noted to be narrowing near the bottom of the liver bowl. Troubleshooting was unsuccessful. Inferior vena cava pressures and flows were noted to be slightly low. The liver was successfully transplanted following perfusion.